Event description:
It was reported that leakage of air from the cuff was observed, during the use of the product. No patient injury was reported.

Manufacturer narrative:
One return sample was received for evaluation. Under visual inspection, the sample appeared to be in good condition. An inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing, the reported failure was not observed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.